Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a visual inspection of the pump showed no damage to the keypad. During testing, all the keypad buttons were appropriately responsive. The keypad cover was removed and no evidence of contamination was found; however, moisture was found throughout the pump. Unrelated to the complaint; pressing the audio bolus button caused the pump to emit a call service alarm. Additionally, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.